Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used to remove a polyp in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, they have experienced difficulties in cutting the target polyps, and resistance and difficulty closing the snare. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.